Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the escape button was not working. The issue was not resolved with a battery change. The blood glucose reading was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.